Manufacturer narrative:
Insulin pump passed the displacement test, sleep current test, active current test and selftest. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio of alarm not confirmed. Unexpected battery power loss not confirmed. No the motor arm cannot communicate with the main arm. Alarm noted during testing, but was found in the formatted history file due to a software error. Hardware low level failures confirmed in pump history with variable due to broken trace at u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple errors. The customer's blood glucose level was 7.2 mmol/l. The customer reported that the insulin pump had a hardware low level failure error and the motor arm cannot communicate with the main arm. The customer reported that they performed the self test and the insulin pump had a replace battery now alarm without a low battery alarm. The insulin pump will not be returned for analysis.